Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.